Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a low battery message for her ipg. The sjm representative confirmed the low battery message and noted the patient currently has stimulation. Surgical intervention will be undertaken to address the issue.